Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the system would not fully extend, so they hammered and reshaped the metal cover into the correct shape. This allowed the system work properly. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that they discovered an x-stage cover was damaged, so the gantry would not extend fully. There was no patient present when this issue was identified.